Event description:
It was rpeorted that eduring a pta declotting treatment procedure involving an av graft, the entire blue max 20 high pressure balloon detached from the catheter, but the stent did not fracture. It is noted that the balloon had been inflated 'multiple' times and that it detached just after an inflation and before the next inflation. The detached portion of the balloon was succcessfully retrieved from the calcified mid-graft lesion with a fogarty catheter and drawn back to the sheath for removal. The case was succesfully completed. No patient injuries or complications were reported. The patient status is reported as 'fine' following the procedure.